Event description:
It was reported that during coil embolization procedure, the physician was not able to detach the coil. After two detachment attempts, the physician tried to withdraw the delivery wire, and the coil prematurely detached inside the microcatheter. The coil and the microcatheter were withdrawn as a single unit from the patient¿s anatomy. Another coil was used to complete the procedure. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint it is possible that, initially the coil detachment failed and later the coil was required to be mechanically detached inside the microcatheter and removed, due to some procedural factors encountered during use, possibly leading to the reported issues 'nv - main coil failed/unable to detach ' and ' nv - main coil prematurely detached separated inside patient¿; however, cannot be conclusively determined. The additional information provided by the customer indicated that no damage was noted to the device prior to use and the device was prepared as per direction for use (dfu). An assignable cause of undetermined was assigned to the as reported issues 'nv - main coil failed/unable to detach' and ' nv - main coil prematurely detached separated inside patient' as the device was not returned and the review and analysis of all available information failed to indicate as assignable cause.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during coil embolization procedure, the physician was not able to detach the coil. After two detachment attempts, the physician tried to withdraw the delivery wire, and the coil prematurely detached inside the microcatheter. The coil and the microcatheter were withdrawn as a single unit from the patient¿s anatomy. Another coil was used to complete the procedure. There were no clinical consequences to the patient reported.